Manufacturer narrative:
Evaluation summary: results indicate the reported event of leakage from a transfer set was not confirmed. The root cause was undetermined. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventative action as appropriate.

Event description:
Baxter affiliate reported that a leak was observed from a transfer set, and the patient (female) experienced peritonitis. The patient experienced wetness in the lower abdomen, and a solution leak was observed from the transfer set. Five days later, the patient experienced abdominal pain, cloudy effluent, and fever. Antibiotics were administered. Four days later, the events abated. Baxter affiliate states that they cannot obtain any other information, as the reporter was uncooperative.